Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a cut front pulse wire in the cable connecting ECG a and b, which shorted to the rear pulse wire in the cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ECG electrodes.